Manufacturer narrative:
(B)(4).

Event description:
Received information the patient fell in (B)(6) 2010 and experienced a return of her bladder symptoms. When the patient was seen for reprogramming, the device was interrogated and high impedances >4,000 ohms were found on most combinations. The patient will be scheduled for removal and replacement of the existing ipg and lead. Additional information has been requested and if received a follow up report will be sent.